Manufacturer narrative:
The insulin pump alarmed no delivery outside of specified range on the occlusion test. No reservoir volume anomaly was noted. The insulin pump was monitored with no unexpected bolus delivery noted. Daily total on solution download showed no irregular increase 150 units.

Event description:
It was reported that the customer was hospitalized for low blood glucose levels. It was stated that the insulin pump delivered 150 units of insulin without any button pressing. The customer stated, he experienced high blood glucose levels all day, prior to the hospitalization and had to change the infusion set three times. Troubleshooting was performed and nothing was found in the history to verify that a large insulin delivery was made by the insulin pump.